Manufacturer narrative:
UDI information is unknown. This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). A device history review (DHR) is not applicable or relevant due to the device manufactured date of 1999. The investigation did not implicate a service process issue. A product sample was received for evaluation. Functional and visual testing were performed. The device was received in fair condition. The evaluation was performed, and the reported issue was confirmed. Installed test disposable and powered on unit. Found flow pattern was intermittent and pump was noisy. Pump assembly was found faulty. The root cause of the reported issue was due to normal wear and tear. No further actions were required.

Event description:
It was reported that a pump issue was observed. No patient injury was reported.